Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 07-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside the original daisy wheel. The original folding carton was also received along with the patient implant identification card, implant notification card. Patient stickers, and dfu. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue. The lens was cleaned and inspected revealing scratches on the surface of the lens. No further issues were observed. The complaint issues "folding issues", "delivery issue" and "use error" were not identified during product evaluation. The complaint issue "cosmetic issue" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was not folded properly and was scratched; lens was not fully inserted. It unknown if the procedure was completed using another lens however, there was no medical intervention and no patient injury. Patient prognosis post-procedure reported as good. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.